Event description:
A report was received regarding a procedure to explant a plate and eight screws, left distal radius. The surgeon reports that hardware did not fail rather, the bone had pulled away from the plate; the treatment itself failed. The surgeon treated the patient with an external fixator. The original implant was done in (B)(6) 2002 at an unknown facility and unknown surgeon. This is report #8 of 9 for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as the device was not returned.